Manufacturer narrative:
It was reported that five new walkers arrived with a leg bent on them. The products were opened day of hospital opening, not in patient care at the time. The products were put out of service and brought to central supply. No injuries reported. No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that five new walkers arrived with a leg bent on them.